Manufacturer narrative:
One device was returned for analysis. The visual inspection found damaged to the downstream occlusion seal(dso) and buckling in the upstream occlusion seal. This indicated a reportable malfunction based on the damaged to the downstream occlusion seal(dso) and buckling in the upstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was damaged to the downstream occlusion seal(dso). The downstream occlusion seal and upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for downstream occlusion seal (dso) for preventive maintenance. During physical inspection, it was found that there was a damaged downstream occlusion seal and a buckled upstream occlusion seal (uso). There was no patient involvement, no patient injury was reported.